Event description:
It was reported that the customer inserting the endoplege catheter and put in 1.5cc in balloon and it ruptured. They took ruptured ep out and replaced with another ep that worked fine. No patient injuries or complications. Dr (B)(6) was anesthesiologist; dr (B)(6) was the surgeon.

Manufacturer narrative:
A device history record was completed for lot 798586 and this device met all specifications upon distribution. Evauation results: the device balloon was visually inspected under 10x magnification and it is noted that the balloon has not ruptured. However, colored water was introduced into the balloon and it is noted that there is delamination of the distal balloon bond. Visually there is a fluid path. Visually there are no other defects detected. Water was introduced through the pressure and infusion lumens and the water flows from where it should. There are no other defects detected with this device. A product risk assessment was opened for coronary sinus catheter distal balloon bond failure and is applicable to this event. An accellent car for negative trend of delamination of distal balloon bond and edwards supplier corrective action are applicable to this event. Edwards opened a CAPA for investigation into ep balloon bond delamination and it is applicable to this event.